Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral MRI indicated rupture, right side.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral MRI indicated rupture, right side, bilateral folding, right side and right-side late forming seroma. Folding and seroma date of event: 05/21/2025.

Manufacturer narrative:
Sientra complaint #: (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with debris/tissue adhered to the shell, areas on the anterior surface (lower right) balding losing texture and moderate yellowing. The device weighed 311.8 grams. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.